Event description:
It was reported that the user experienced sustained hyperglycemia with continuous high glucose readings despite automated correction attempts, and insulin was not entering the body until an infusion set change was performed, after which glucose trended downward but later rose above 400 again, prompting additional supply changes and continued monitoring. Symptoms included hyperglycemia without reported incapacitation or need for medical intervention. Outcomes included prolonged elevated glucose for approximately 11 hours with device high-glucose alerts and subsequent downward trends after troubleshooting. Investigation included guided troubleshooting and education, review of insulin delivery components, and infusion set replacement using a contact detach set, with no obvious delivery issues observed during inspection. Investigation of this case revealed an unclear cause of hyperglycemia despite appropriate use and set changes, with no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.